Event description:
Information was received that device failed accuracy by - 10.35 percent. Incident occurred during testing; no patient involvement.

Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis in good condition. The event history log was reviewed; no discrepancies noted. Accuracy testing was performed; confirming the complaint of failed accuracy. Testing revealed +5.58 percent, +5.91 percent, and +5.17 percent were all within the published customer spec of + or - 6.0 percent, but outside the internal spec of +/-3.0 percent. Based on the evidence the root cause is unknown. However, the expulsor was observed to be out of calibration and is thought to may have caused the failure.